Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency medical services visit and hypoglycemia. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone16.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for longer than 48 hours. On (B)(6) 2026, the system reportedly switched to manual mode without patient awareness while the patient was sleeping. Overnight, blood glucose reportedly decreased to 23 mg/dl. The patient was unresponsive and experienced seizure activity. Urgent low alarms reportedly occurred multiple times but were not responded to. Emergency medical services were contacted and treated the patient at home on (B)(6) 2026. The patient was not hospitalized. Treatment consisted of intravenous dextrose. Hypoglycemia was reported as the medical diagnosis. No additional medical information was available.